Event description:
The customer called to report that they are getting error 4163 x axis cup transfer home not found. The customer states that the fse explained that a part was previously ordered for this issue. The customer thinks that it was a for a incubator assembly but they are not sure and it was never installed?? The customer is down and the run pth class a. Dispatched to fse.

Manufacturer narrative:
Performed all x-axis alignments, ran cup transfer macro test 2 times without error. Replaced substrate assembly to address ongoing dl flag issue. Primed and flushed all fluids. Customer ran all controls successfully. Return analyzer to customer.